Manufacturer narrative:
Explant of a valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 4 years and 5 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. The reason for the valve explant remains unknown. In this case, there was no evidence or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 4 years and 5 months post tavr is not available at this time. There is insufficient information to determine the reason for the valve explant. It is possible that the patient factors and comorbidities may have contributed to the valve explant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through implant patient registry, approximately 4 years and 5 months post implant of a 23mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the valve explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing.